Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered severe pain, severe urinary tract infections, migraines from urinary tract infections, and emotional distress. No further info has been provided.